Event description:
A type of debris was discovered from the catheter of pt during operation. Although this pt rather tends to have calculus, this debris is not familiar to the doctor.

Manufacturer narrative:
Convatec is not certain as to the identity of the debris found in this patient's catheter or if any untoward medical events arose as a result of it. This event is being reported as a due diligence measure while further case investigation and debris analysis continues.